Event description:
The provider states the brake is moving away from the tire. He states he has noticed a trend with the foot operated wheel locks. He states this constant adjustment is a bad design and should have teeth to prevent sliding (B)(4).